Manufacturer narrative:
(B)(4) date sent: 1/4/2022 d4: batch # unk additional information additional information was requested, and the following was obtained: 1. Could you please provide a picture of the damage (if available) 2. Could you please provide more details how was the product purchased? 3. Is there an indication of how the product was distributed? 4. Is there any indication of the source? 5. Based on the packaging, is there any indication of which market the original genuine product may have come from? 6. Was the device used on a patient? If so, was there any patient consequence? Product complaint number: (B)(4) complaint additional information - hello. I already added photos. Do you need them again? Also, I do not know when/if the reloads were used. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60b, lot # 350a09, exp. Date: 2024-05-31. Lot number was reviewed, and it belongs to a gst60b reload. The expiration date printed on the tyvek does match with the expiration date recorded on the quality tracking system 2024-05-31. The tyvek with character is consistent with the artwork from j&j. However, the artwork print shows off center with back shadows on the tyvek. Based on the pictures provided the event described for the product of alleged to be diversion could not be confirmed; the issue of of packaging identification is confirmed as is possible due to the print process of the tyvek. However no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return as part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Investigation summary . This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60b, lot # 350a09, exp. Date: 2024-05-31. Lot number was reviewed, and it belongs to a gst60b reload. The expiration date printed on the tyvek does match with the expiration date recorded on the quality tracking system 2024-05-31. The tyvek with character is consistent with the artwork from j&j. However, the artwork print shows offcenter with back shadows on the tyvek. Based on the pictures provided the event described for the product of alleged to be diversion could not be confirmed; the issue of of packaging identification is confirmed as is possible due to the print process of the tyvek. However no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return as part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that while prepping the operating rooms for today¿s procedure it was noticed that the packaging for the reloads look off. One was blurry and the other had multiple colors of ink. Unknown if devices will be used during the procedure. There was no patient involvement.